Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient had a refill on (B)(6) 2025 and had now been experiencing non critical alarms every day for weeks. According to the logs, the last alarm was a low reservoir alarm on 2025-03-19. The rep read the pump and it showed the reserve volume was updated to 16.6ml. Technical service specialist reviewed how to silence the alarm. The troubleshooting steps that were taken on the call resolved the issue.